Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of compromised forced sensor system alarm on their insulin pump. The customer's blood glucose was 307mg/dl. The customer states that insulin is squirting out during the manual prime process. The customer states the drive support cap is flush. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. A continuation of therapy pump would be sent out.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and a stained back address and serial number label.